Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a complaint history check was performed and this is the 2nd related complaint for needle clog & the 1st related complaint for hyperglycemia on lot # 9310074. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that insulin is not fully being delivered and hyperglycemia occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer reported her number are running on the "high side". With her blood sugar. In the high 200 stated, her number was 307 before she took her injection and is still in the high 200 after injection 307 is only today, all the other times, high 200. Stated, she's not convinced, the complete dosage is being dispensed when taking injection and it may have something to do with using nano.